Event description:
It was reported that while positioning the stent during a direct stent procedure, contrary to the instructions for use (IFU), the stent was observed to be partially dislodged from the balloon, which resulted in partial deployment of the stent. A balloon catheter was required to expand the distal endo of the stent. No other information was available.